Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive and frozen display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that they were programming bolus, the numbers were ramping up and the buttons did not react. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform the displacement and self test or verify no button response due to frozen display.